Manufacturer narrative:
There were no issues with the cannula that would indicate the device being dislodged. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. No damages or defects were found on the adhesive pad that would cause a failure to adhere. No defects were found along the adhesive welds. The cause of the failure to adhere could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 273 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. The patient noted the pod had fallen off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.